Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device crtd was implanted on (B)(6) 2022 with lv lead (manufactured by boston scientific). Review of the patient files provided dated on october 2025 confirmed: the lv lead impedance is superior to 3000 ohms since at least on (B)(6) 2025, a reintervention took place on (B)(6) 2025, the lv lead impedance was measured with psa superior to 400 ohms, with no capture threshold. A lv lead issue is suspected. The lv lead was abandoned. The crtd was also replaced, due to the implantation of a new lead in the left bundle branch. Based on available data, no issue is suspected on the subject crtd gali 4lv sonr crt-d 2844.

Event description:
Reportedly, on (B)(6) 2025, in clinic follow up is performed and lv lead impedance is more than 3000 ohms with no capture threshold. (The lv lead is medtronic/4798-88) an x-ray is taken and the lead is well positioned. Threshold tests are performed in all configurations; in one of them, the threshold is high, but the patient is instructed to take a deep breath and lose capture. A reintervention occurred on (B)(6) 2025, the lv lead impedance was measured to psa > 4000 ohms, and no capture threshold. The lv lead was abandoned and the crtd was replaced.